Event description:
It was reported to a physio-control service representative that the customer used their lifepak® 20 defibrillator/monitor (lp20) and medi-trace¿ cadence defibrillation electrodes to treat a patient diagnosed in ventricular tachycardia. The device was switched to sync mode and a 20 joule shock was provided to the patient. The patient however converted to ventricular fibrillation. The patient's implantable cardioverter defibrillator (ICD) subsequently shocked the patient three times without change of the rhythm. Then the device (lp20) was changed to the asynchronous mode and a 360j defibrillation shock was provided to the patient which converted the patient's rhythm to a normal sinus rhythm. There was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. The downloaded patient ECG record was evaluated by a physio-control clinical specialist. It was concluded that the device was appropriately synching on the patient¿s ECG rhythm when the 20 joule defibrillator shock was administered. There was no indication of a device malfunction or a use error. Ventricular fibrillation is a known complication when administering a low energy synchronized shock (below the defibrillation threshold) during treatment of ventricular tachycardia. Synchronized cardioversion usually terminates ventricular tachycardia, but sometimes it can result in conversion to ventricular fibrillation that then needs a defibrillation-strength shock. (Reference: tacker et al. Defibrillation of the heart: icds, aeds and manual. 1994. Page 164.)